Event description:
It was reported that the patient presented in clinic for follow up. High out of range high voltage lead impedance was observed. After performing isometrics and arm movement noise was noted. The patients device was planned to continue to be monitored. The lead remained implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.